Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. Patient described the area as red patches of itchy irritated skin. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed an antifungal cream for the infection. Outcome of the infection is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.